Event description:
Recently, risk had been notified of a concern with a dialysis machine which was checked out by the hospital biomed department who could not duplicate the problem. When the company was called they stated that their machine would not do unless it was being purged. Risk was told this was the second machine. The blood pump on the machine was spinning backwards at a high speed. For this reason it is being reported as a safety concern. Below is what was reported. "We were using phoenix machine #12 (dialysis machine) to provide dialysis to a patient. The machine was working without any problems. We were on our backup water source because earlier in the day the water was shut off and unable to supply the machine with water. In the middle of the dialysis treatment, our backup water source had a leak and was unable to provide enough water to the dialysis machine which caused the machine to alarm. The machine was switched over to our third water source and treatment was resumed. When treatment was resumed, the blood pump on the machine was spinning backwards and at a very high rate. The dialysis nurse opened the door to the blood pump thinking that would stop the pump. The pump continued to run at a very high speed. The machine had to be completely turned off in order to stop the blood pump." The nurse running the machine was an experienced dialysis nurse, so when the event occurred quick action was taken. The nurse attempted to turn the pump off, but the on/off button was not working. He then proceeded to open the blood pump door which also should stop the blood pump from running but that also did not work. He finally turned the machine completely off and manually returned the patients blood with the emergency hand crank. The pump running backwards at a high rate has occurred on two different machines to two different experienced nurses. The machines are available for the manufacturer to see here at our campus. I am told this is a gambro phoenix hemodialysis system and is now a baxter product.